Manufacturer narrative:
Correction b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the right atrial (ra) lead there was positioning difficulty and the lead helix would not extend. The lead dislodged during implant. After multiple atrial lead repositioning attempts the patient's blood pressure dropped. The lead was explanted and a new atrial lead was implanted successfully and pocket was closed. After pocket closure, it was determined by echocardiogram that the patient had a pericardial effusion. Pericardiocentesis was performed due to cardiac perforation and the effusion was drained. Hypotension resolved and the patient recovered normally. The new ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: g3 field from previous follow-up report 002 was omitted. The omitted date should have been (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. The guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted the helix bent and guide tooth damaged could be prevented the helix from functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the right atrial (ra) lead there was positioning difficulty and the lead helix would not extend. After multiple atrial lead repositioning attempts the patient's blood pressure dropped. The lead was explanted and a new atrial lead was implanted successfully and pocket was closed. After pocket closure, it was determined by echocardiogram that the patient had a pericardial effusion. Pericardiocentesis was performed due to cardiac perforation and the effusion was drained. Hypotension resolved and the patient recovered normally. The new ra lead remains in use. No further patient complications have been reported as a result of this event.